Manufacturer narrative:
Pro code (product code): lit, dqy.

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the mildly calcified and severely tortuous arteriovenous fistula (avf). A 6.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During inflation, the balloon burst inside the patient's body. A mustang balloon was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
D2b: pro code (product code): lit, dqy. Device evaluated by MFR: the athletis 6.0mm x 80mm x 75cm, batch # 29225991, 40atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 40 atmospheres for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 40 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 40 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 330mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the mildly calcified and severely tortuous arteriovenous fistula (avf). A 6.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During inflation, the balloon burst inside the patient's body. A mustang balloon was used to complete the procedure. There were no patient complications and the patient status was stable.